Event description:
On (B)(6) 2012, a company representative reported that the pt's health care provider had stated that he had experienced elevated blood glucose levels since (B)(6) 2011 and he thought it was due to the performance of his infusion device. Follow-up with the pt revealed that he did not make any allegation against the performance of the infusion device. At times, the pt's blood glucose level has been hi and he has had to correct his elevated blood glucose levels via insulin injections. His target blood glucose is 100 to 200 mg/dl. The device has not displayed any error or alert messages. The pt has had a decrease in physical activity. The pt did not require medical assistance from a healthcare professional or second part to address the issue. The infusion device was requested to be returned for product evaluation.